Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's mother stated patient had a low blood sugar event and patient's mother gave patient carbs. Patient did not calibrate according to user guide recommendations. Patient's mother did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).